Event description:
It was reported that after performing an accessory pathway (wpw) ablation, the patient's blood pressure had dropped. It was determined that the patient had suffered cardiac tamponade. Pericardiocentesis was performed, however, it was unsuccessful. Therefore, surgery was needed. The surgeon performed 'pericardial window' surgery. Patient had recovered. Prognosis was excellent. Adverse event was stated to be procedure related. The complication had been resolved; outcome was good. The transeptal procedure was performed using agilis sheath and either a brk or brk1 needle (st. Jude medical's sheath and needle). There were no error messages or indications that any of the bwi equipment malfunctioned during this procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. After talking with the risk manager the colorectal anvil used was from a covidien eea device.the physician may have pushed too hard on the anvil of the colorectal stapler.there was a blow out in the pouch posteriorly. There were no malformed staples. The staple line was complete - (B)(4).